Event description:
The manufacturer received information alleging a ventilator's display screen malfunctioned. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, it was observed that the lcd screen was unreadable. The device's lcd screen was replaced to address the issue.